Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: discogenic low back pain with spinal stenosis. Patient underwent the following procedures: . Laminectomy l3, l4 and l5 , bilateral foraminotomy. L2 to s1 fusion with local bone, bmp and instrumentation. As per op-notes: facet joints were destroyed at l3-4, l4-5, l2-3 and l5-s1. Facet joints were packed with a small portion of bmp. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.